Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring detached from the metal extender (still connected with the washer hose). A new device was opened to complete the case. No harm.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 05/28/2025. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The plastic arm of the c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the c-ring. No other visual defects were observed on the cannula or c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component - c-ring rod) " was confirmed. The lot # 3000466037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.